Manufacturer narrative:
The hill-rom technical support found the casters and the brake detent to be inoperable. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2014. It is unk if the facility performed any other preventative maintenance on this bed. No further information is available on the repair of the bed at this time. If any additional relevant information is identified following completion of the repair, the additional relevant information will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the brake casters were not holding. The bed was located at the account in labor and delivery. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).